Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic torn. Dimensional inspection found the lens to be within specifications. Claim:# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Use (under 21yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -12.0 into the patient's left eye (os) on (B)(6) 2021. Intraoperatively the lens was removed due to excessive vault. The cause of the event is reported as unknown.